Event description:
On (B)(4) 2015, cormatrix cardiovascular became aware of an event following the use of the cormatrix cangaroo ecm envelope. Details of the event are provided below. It was reported that on (B)(6) 2015 a defibrillator generator change-out was performed without difficulty. The new generator was implanted with a cangaroo ecm device. Several weeks later ((B)(6) 2015), the patient noted a tick bite on her neck. At that time, the device incision was not swollen. During an office visit on (B)(6) 2015, the device area was found to be swollen and, at the medial aspect of the incision, there was an elevation in the tissue which almost looked like a blister. The area was red. On (B)(6) 2015, the surgeon opened the pocket and removed approximately 250 cc of serious fluid. The pocket was then opened completely. Two cultures were taken of the pocket and sent for analysis. There was no purulence in the pocket. The defibrillator was removed and the pocket vigorously irrigated with antibiotic solution. The defibrillator was placed in an antibacterial envelope (manufacturer unknown), placed in the pocket, and then secured to the subpectoral fascia. The pocket was revised and closed. The skin incision was covered with steri-strips. On (B)(6), the left chest was found with some localized erythema with steri-strips in place, mild effusion of the pocket, and minimal tenderness. Cultures were found to be positive for enterococcus faecalis. On (B)(6) 2015, the treatment plan included a change in antibiotics. It is unknown whether further surgical treatment or removal of device was later required.

Manufacturer narrative:
The product was not returned to cormatrix for evaluation. The cause of the infection cannot be conclusively determined; however, because the infection was identified as enterococcus faecalis it is possible the infection was obtained in the hospital. Enterococcus faecalis is a well-established nosocomial infection agent commonly responsible for hospital-acquired infections. Most enterococcus faecalis infections occur in people who've been in hospitals or other health care settings. When it occurs in these settings, it's known as health care-associated with invasive surgical procedures. Cormatrix has completed a review of all manufacturing and sterilization records associated with lot m14n1198. There were no deviations or non-conformances found during the review. The lot in question met all requirements for release.